Event description:
Procedure: lap. Total gastrectomy. According to the reporter, when the valve tip was inserted orally, there was resistance. Eventually, the tube with the white trocar was detached from the anvil. The anvil could be retrieved using an endoscope. The staff used another device and additional manual suturing was done. A 10cm additional incision was made, and the procedure was extended 4 hours. Patient condition is ok. No further patient info available.

Manufacturer narrative:
(B) (4)